Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after clamping the jejunum to make anastomosis on an open total gastrectomy, the jaws of the device would simply not close. They pushed the button to open the jaw of the stapler again. There was no patient injury.